Event description:
The customer received blood glucose readings of 222,304 and 239mg/dl on the contour next ez, retested with the contour next link and the readings were 111 and 106mg/dl. The differences between the readings fall in the "c" zone of the consensus error grid, making the differences clinically significant. No allegation of an adverse event was alleged. The customer was advised to return the strips for investigation. New strips were send to him.